Event description:
It was reported that the patient presented to the clinic feeling light headed and dizzy. The ventricular lead exhibited loss of capture and low impedance of 292 ohms in the unipolar configuration. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.